Event description:
It was reported that the right atrial (ra) lead exhibited noise and the right ventricular (rv) lead exhibited undersensing. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010. (B)(4).